Event description:
It was reported that the colonovideoscope had a communication error b30. The issue was found during set up/inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the reported issue occurred due to defective ultrasound plug unit and cable (ad). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.